Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported the event of rupture and "I have had discomfort feeling in breasts for some time and it became looking like a jelly when I'm lying". It is unknown if device has been explanted. This relates to the left side.